Manufacturer narrative:
As reported by the study, this patient presented to the cardiac catheterization unit with stable angina pectoris and 2-vessel disease was found. Medications at baseline before the procedure included aspirin 100mg, clopidogrel 75mg and beta blockers. Intra-procedure medications included aggrastat. Percutaneous coronary intervention (pci) was first performed on a 70% de novo lesion in the mid left anterior descending artery of 25mm in length in a 3.0mm vessel diameter. The (type c) concentric lesion had little to no calcification. Pre-dilation was conducted with a 2.5x20mm balloon at 12 atmospheres (atm) before deploying a 3.0x28mm cypher select plus stent 16 atm. Residual diameter stenosis measured 10%. Intravascular ultrasound (ivus) was not used. Timi iii flows were recorded pre and post-procedure. Pci was performed next on a 99% de novo lesion in the mid right coronary artery (rca) of 28mm in length in a 2.75mm vessel diameter. The (type c) eccentric lesion was characterized with an irregular contour, angulation between 45 to 90 degrees and with little to no calcification. Pre-dilation was conducted with a 3.0x13mm balloon at 20 atm before deploying a 2.75x33mm cypher select plus stent at 16 atm with sub-optimal result. Post dilation was conducted with the same balloon again at 20 atm because the stent was not fully expanded. Residual diameter stenosis measured 9%. Timi ii and iii flows were recorded pre and post-procedure, respectively. During the procedure, a side branch occluded during placement of the stent in the rca. The patient had chest pain the evening of the procedure day. Cardiac enzymes, ck, ck-mb and troponin were positive for a myocardial infarction, classified as an inferior non-q-wave myocardial infarction. Cardiac enzymes were as follows: ck 3 times above upper normal limits (unl), ck-mb 5 times unl and troponin t 5 times above unl. This resulted in prolonged hospitalization for two days. Post-procedure, medications included permanent aspirin 100mg, clopidogrel 75mg for twelve months, statins, other lipids lowering drugs and beta blockers. Please note that this device is not distributed in the united states, however, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
A small side branch was occluded during the placement of the stent in the right coronary artery. The patient had chest pain the evening of the index procedure. The ck, ck-mb and troponin checked positive for mi. There was a prolonged two-day hospitalization for the patient. The patient was in good condition when discharged.